Event description:
It was reported that the surgeon implanted a cq2015 collamer three piece lens and the lens tore. The surgeon decided to leave the lens in the pt's eye and the lens remains implanted. There was no pt injury. The pt's current condition is okay.